Event description:
It was reported by service report that the right abduction was not locking. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: right abduction.